Manufacturer narrative:
Concomitant medical products: 6947m62, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, the implantable cardioverter defibrillator (ICD) setscrew popped out of the device header. As a result, it was not possible to easily remove the right ventricular (rv) lead with a lot of tugging. The rv lead exhibited high/undefined impedances and a possible fracture. The ICD was explanted and replaced and the physician elected to connect the rv lead to the new device and keep it in use. No patient complications have been reported as a result of this event.